Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. Olympus conducted the analysis based on the information from the users. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, the user found that the suction liquid was bubbling in the device tube. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus conducted the analysis based on the information from the users and considered that there is a possibility of insufficient reprocessing.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 06-jan-2021. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that there was a possibility of abnormality of suction tube channel, abnormality of suction liquid used, and insufficient/inappropriate reprocessing. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.